Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standards and high-hcg clinical urine samples. Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. However, case details indicate that the results were interpreted at about 2-3 minutes. The read time for this product is 3 minutes; the results should not be interpreted before this time. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2019: patient came into the facility to see an ob/gyn because she suspected she was pregnant. The patient's urine was tested on the rapid test and a negative result was obtained. While the rapid test was being performed, an ultrasound was done. The ultrasound confirmed pregnancy. After the physician's assistance learned the rapid test was negative, and since the patient thought she was pregnant, the same urine was tested again- second test resulted in positive. The patient is determined to be pregnant based off the ultrasound. Customer stated the facility performs ultrasounds for all new ob/gyn patients regardless of the outcome from the rapid test. Confirmed the ultrasound was not performed based off the negative rapid result; it would have been performed regardless of the rapid test result, since the patient believed she was pregnant. The patient will continue receiving ob/gyn care at facility. No adverse outcomes reported. Although further information was requested, no further information was provided.